Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt ECG "c and d" cable was cut, damaging wires in the cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt sn 59040759 and reported that the ECG electrodes were non-functional.